Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, with the limited information and no images/cines to review, medtronic is unable to conclusively determine the cause for this report. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Another relevant device is: enveor-l-c; lot number: 0008481193; use by date: 2018-feb-02; UDI number: (B)(4). Continuation of d10: product ID ls-enveor-2629-c; product lot/serial number (B)(4); product type: compression loading system; implant date n/a; explant date n/a product ID enveor-l-c; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a product ID evolutr-29-c; product lot/serial number b686031; product type: heart valve; implant date (B)(6) 2017; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient received a device registration identification card with the incorrect implant and active valve information. The information was updated and the patient was provided a new device identification card.

Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an echocardiogram indicated moderate paravalvular leak (pvl). The implant depth was reported to be 4-5 mm. A balloon aortic valvuloplasty (bav) was performed, but did not improve the pvl. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve, followed by a post implant balloon aortic valvuloplasty (bav). The pvl improved to mild. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.